Manufacturer narrative:
Follow-up #1: date of submission 02/07/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/18/2017 with the following findings: a review of the black box indicated that the last basal delivery occurred on (B)(6) 2016 and the last bolus delivery was a 3.65 unit bolus at 16:38 on (B)(6) 2016. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery interruptions and no errors, alarms, or warnings occurred during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 11/16/2016, the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced elevated blood glucose (bg) over 500mg/dl with symptoms of dehydration, excess urination, and muscle aches. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. Customer technical support reviewed the pump with the reporter and found that the basal delivery totals in the total daily dose history did not match. The discrepancy was attributed to normal pump use, in that the prime menu was accessed, as well as to use error, in that the user made changes to the basal program without healthcare provider (hcp) input. The reporter noted that the patient¿s hcp had also made changes to the basal rate related to the alleged bg excursion. The pump was found to be delivering appropriately as programmed and the patient was referred to their hcp for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.